Manufacturer narrative:
The device was received for evaluation. During functional testing, system error 322 (link switch error (low)) was reproduced. A review of event history log revealed multiple occurrences of "ec322" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failing lower link switch. Lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 322 (link switch error (low)) in the biomed service department. There was no patient involvement. No additional information is available.